Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause of the scorched inlet could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that visera pro xenon light source front panel is flashing, and the high brightness mode switch failure were observed. During a standard service inspection of the customer returned device, inlet scorch was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed. In addition, high intensity mode failure, flashing front panel, inlet scorch, normal light filter coat peeling, and chassis corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.